Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician experienced difficulties cannulating the contralateral leg of the aortic body stent graft in the presence of a narrow calcified aortic flow lumen. The patient was converted to aui and the aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.